Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 161mg/dl. The expected fasting blood glucose test result range is 86 to 96mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/20/2018 and open vial date is approximately two week ago. The meter memory was reviewed for previous test result history: 132mg/dl, (B)(6) 2017, 11:45 am, fasting: no; 107mg/dl, (B)(6) 2017, 11:40 am, fasting: no; 131mg/dl, (B)(6) 2017, 11:15 am, fasting: yes; 161mg/dl, (B)(6) 2017, 11:16 am, fasting: yes; 134mg/dl, (B)(6) 2017, 10:34 am, fasting: yes. Customer called because he does not think his meter is reading correctly. He did a back to back readings and the results were 30 pts difference. I ran a back to back readings with the customer and we got 107mg/dl and 132mg/dl.